Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. Following the procedure, the patient had a few admissions with voiding difficulties and suprapubic pain. On (B)(6) 2011 the patient experienced suprapubic pain and mesh exposure was confirmed during the examination. On (B)(6) 2011 the patient underwent a surgical procedure and vaginal skin was undercut, mesh was buried and vaginal skin was closed on top. In (B)(6) 2011, the patient was examined and no further mesh exposure noted. The patient was discharged. On (B)(6) 2015 the patient was referred to an urogynecologist with recurrent stress incontinence and vaginal pain as predominant symptom. On examination the mesh was felt in the right sulcus and was removed from midurethra to the vaginal sulcus under anesthesia. No bladder or urethral injury reported on cystoscopy. Currently, the patient waits urodynamic studies results and a follow up assessment. Additional information has been requested.